Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead and device. Boston scientific technical services (ts) reviewed the available information and confirmed all other measurements were appropriate. Ts recommended continued monitoring of the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Subsequent information was received that the upper limit of the shock impedance measurements was adjusted and the patient will continue to be monitored. No adverse patient effects were reported.